Manufacturer narrative:
Per the instruction for use, nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation. Occasionally, there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the tpvr valve, including all procedural and anatomical considerations. During the manufacturing process, all sapien valves are 100 percent visually inspected for defects and 100 percent tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. In this case, a sapien 3 valve implanted in the pulmonic position resulted in compression of the ascending aorta. This may have resulted from valve oversizing and or due to the patients anatomy. The patients young age may have contributed to the decision of a larger valve to accommodate the childs growth. There is no malfunction identified per report. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards field clinical specialist, approximately 6 months post implantation of a 23mm sapien 3 (s3) valve in a pre-existing conduit in the pulmonic position, due to proximity to aortic valve the patient now presents with moderate aortic regurgitation caused by the implanted s3 valve. Patient will be having follow up surgical procedure.